Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was received for evaluation¿however, evaluation is currently in progress but not yet complete. Temperature tests prior to repair revealed the following results in the timeframe of thirty (30) seconds: nose: 23.7 degrees c - middle: 24.2 degrees c - rear: 66.8 degrees c. This device is used for therapeutic purposes.

Event description:
It was reported that an igs 80k visao handpiece drill "overheated" during a tympanoplasty surgery on a male patient. The surgery was successfully completed using another device. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
The product analysis task was completed on may 10, 2016. The product analysis confirms that the handpiece overheated, which was discovered during the inspection. Deterioration of bearings and other parts due to rust was noted as well as dirt that was found. The motor/cable assembly, bearings, and other parts were replaced and the product was cleaned. The handpiece was successfully tested to specifications. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.